Event description:
It was reported that a message was received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended due to the presence of an atrial arrhythmia. Review of the presenting electrogram (egm) noted intermittent undersensing and functional undersensing during the atrial arrhythmia resulting in inappropriate atrial pacing. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.